Event description:
It was reported that while attempting to extract the ventricular lead the atrial lead was extracted. The atrial lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments. Analysis found the outer insulation had a breached depression. Blood/body fluid was noted on all conductors (not obstructed), all insulators and the outer insulation were breached cut, a white substance and cosmetic depression were noted on the outer insulation, blood was noted in/on the helix/lobe mechanism and the lead was stretched.